Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device triggered a lead safety switch due to high out of range pacing impedance measurements, measuring at 2045 ohms on the left ventricular (lv) channel. Technical services (ts) recommended to increase the out-of-range limit or turn off the safety switch for the lv lead. This device remains in service. No adverse patient effects were reported.